Manufacturer narrative:
Resolution to date has been obtained, stating an increase in device outputs on the rv and lv leads has been completed. No exit block issue was suspected. Due to the noise on the rv lead, the lv vector was changed from lv tip -- can, to lv tip -- rv. These two options, out of six, were the only ones with confirmed capture.

Event description:
It was reported that the patient with this device was seen for follow-up with suspected loss of right ventricular (rv) capture and a brief episode of noise on the rv electrogram. The patient was again seen a few weeks later for additional system checks. A sustained run of ventricular tachycardia with atp delivery was observed. Atp does briefly break the rhythm but only to have it recur approximately one second later. The episodes then self-terminates; however is followed by a 2.5-3 second duration of asystole, where the device is not pacing nor sensing. The attending field representative performed all routine test on the device. Sensing and impedances were fine, as were all thresholds. Aggressive manipulation of the device and leads was also performed however could not produce any noise, undersensing, oversensing or loss of capture. X-rays were attempted to be obtained to check for possible lead under insertion within the header block but were not available. Additional technical services data review of the observed/previously reported pauses, were confirmed to be the result of the reconfirmation piece of the devices' detection algorithm. Once capacitors are charged, the device then holds, to see if the rate is still fast (normal operation). The device needs 2 of the next 3 beats, to be classified as fast beats, before moving forward and delivering a shock. The device will "wait" up to 2 seconds, after the last observed ventricular event. This was the source cause of the long asystole.

Event description:
It was reported that the patient with this device was seen for follow-up with suspected loss of right ventricular (rv) capture and a brief episode of noise on the rv electrogram. The patient was again seen a few weeks later for additional system checks. A sustained run of ventricular tachycardia with atp delivery was observed. Atp does briefly break the rhythm but only to have it recur approximately one second later. The episodes then self-terminates; however is followed by a 2.5-3 second duration of asystole, where the device is not pacing nor sensing. The attending field representative performed all routine test on the device. Sensing and impedances were fine, as were all thresholds. Aggressive manipulation of the device and leads was also performed however could not produce any noise, undersensing, oversensing or loss of capture. X-rays were attempted to be obtained to check for possible lead under insertion within the header block but were not available. Additional technical services data review of the observed/previously reported pauses, were confirmed to be the result of the reconfirmation piece of the devices' detection algorithm. Once capacitors are charged, the device then holds, to see if the rate is still fast (normal operation). The device needs 2 of the next 3 beats, to be classified as fast beats, before moving forward and delivering a shock. The device will "wait" up to 2 seconds, after the last observed ventricular event. This was the source cause of the long asystole. Resolution to date has been obtained, stating an increase in device outputs on the rv and lv leads has been completed. No exit block issue was suspected. Due to the noise on the rv lead, the lv vector was changed from lv tip -- can, to lv tip -- rv. These two options, out of six, were the only ones with confirmed capture. Subsequently an additional patient follow-up noted rv pacing spikes. The device is currently programmed in a biventricular pacing mode and no adverse effects have been reported. Additionally, the patient was reported as non dependent. The associated rv lead is a non boston scientific product and further programming options were provided by technical services. At this time, root cause remains unidentified. The in office evaluation was unable to determine if this represented a lead integrity issue or a device head anomaly. At this time, no intervention has taken place and the device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.